Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the endotracheal tube had a cuff leak. Customer indicated re-intubation was required. The device was discarded.

Manufacturer narrative:
Additional fields: this report was sent as duplicate to 2936999-2017-00005. Refer to 2936999-2017-00005 for product event.